Manufacturer narrative:
Device evaluation - the suspect device is not expected to be returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Sex unused units from the same fusing lot number as the suspect device were inspected and tested. The inspected and tested units exceeded the minimum tensile specifications. Two devices were cut open after rigorous stress flexing and no anomalies were found. Thirty additional units from the same fusing lot number as the suspect device were tested. The catheter tip did not detach from any of the thirty devices tested. Unable to determine the root cause of the reported failure without the suspect device. Devices met specifications. No conclusion can be drawn. Evaluation, method - device history record was reviewed, complaint database was reviewed, similar devices were evaluated. Results - unable to determine the root cause of the reported failure. Conclusions - no conclusion can be drawn.

Event description:
The customer reported that during an iliac crossover angiographic procedure, it was noticed under fluoroscopy that the tip of the catheter had partially separated. When the physician went to advance a wire through the catheter, the tip completely separated. The physician attempted to snare the tip out of the patient unsuccessfully. The physician then performed an open procedure to remove the catheter tip. This is one of two reports for this complaint: 1628221-2011-00021.